Event description:
Call received from reporter regarding his resmed continuous positive airway pressure (CPAP). Reporter stated that the device will shut down on its own (usually when he gets up to go to the bathroom in the night). Once the CPAP turns off, he is not able to power it back up. The CPAP is still under warranty but he is not getting the assistance that is needed from resmed to resolve this issue. Reporter has called the company several times and was told that a manager will call him back regarding this issue. He has not received a call back as of today. Reporter stated that he believes that there is a defective component in the device that causes this problem but was told by the company that it is considered a "luxury component". He believes that it is an excuse to explain the deficiency in the device. Overall, the device is not functioning properly and he wanted to report this as there are many other people who use and depend on these devices. The company that he gets his CPAP machine from is called (B)(4).